Event description:
Boston scientific received information that this patient received a shock, and three days later a device evaluation was performed which showed this cardiac resynchronization therapy defibrillator (crt-d) was in safety mode; therapy was still available. Boston scientific technical services (ts) discussed that the device should be replaced and the right ventricular (rv) lead integrity needs to be assessed as there is concern of a lead issue due to the recent shock. Subsequently, surgical intervention was performed. No testing on the rv lead was performed at the procedure. Instead, the physician chose to explant and replace both the generator and rv lead. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.